Event description:
Per the clinic, the patient experienced an infection and subsequent loss of osseointegration on (B)(6) 2024 resulting in fixture loss. The patient was reimplanted with another cochlear device on (B)(6) 2024.